Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device failed to transmit. They were able to pair the capsule and see an image. The patient took the capsule and it stopped recording. The customer got a new recorder and belt, tried to check in the patient again to see if it would connect but the capsule was not connected. No harm has been noted and patient received follow up x ray to verify that the capsule has left the body and went on to had a successful capsule endoscopy.